Event description:
It was reported that the ilet system generated repeated high and low glucose alerts while the user experienced fluctuating glucose for several hours, with the user intermittently removing the device and making late meal announcements and corrective announcements intended to lower glucose. Symptoms included hyperglycemia up to 320 mg/dl and hypoglycemia down to 45 mg/dl without loss of consciousness or need for assistance. Outcomes included user frustration with alerts and completion of troubleshooting and education to reinforce timely meal announcements, acknowledgment of alerts, and avoidance of overcorrection for lows or using announcements to lower glucose. Investigation included review of device data that showed alternating high and low glucose patterns consistent with late meal announcement and overcorrection behavior. Investigation of this case revealed device performance and alerting consistent with design, with use-related factors including delayed meal entry, removal of the device, and corrective announcements contributing to the excursions. It was concluded, based on previously established findings for similar reports, that the cause was use error and patient-related factors.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.